Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during an infusion of levophed, the pump module alarmed for ¿channel error.¿ the patient experienced a temporary period of hypotension while the pump module was replaced. An increased amount of levophed was administered when the infusion was restarted until the patient¿s blood pressure normalized. The levophed was titrated down to the dose infusing prior to the ¿channel error¿ event. There was no long-term patient harm reported.